Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, flat, burning, itchy sore.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient be resized. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.